Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (tip won't detach). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est (endoscopic sphincterotomy) according to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was unable to crush the stone and the tip of the basket did not deploy. The stone was released from the basket and the trapezoid rx lithotripter compatible basket device was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est (endoscopic sphincterotomy). According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was unable to crush the stone and the tip of the basket did not deploy. The stone was released from the basket and the trapezoid rx lithotripter compatible basket device was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath was pushed back from the distal end of the coil for a length of a 0.3 centimeters and the tip of the basket was found to be attached to the basket wires. White stress marks were found in the clear outer sheath at the distal end of the black heatshrink. A functional evaluation found that the basket would not fully extend, but would fully retract when the handle was actuated. The condition of the returned incident device was consistent with the complaint incident that the device tip did not detach. It appears that the basket coil buckled due to the amount of force being applied to it during the attempt to crush the stone. It appears that after the coil buckled, an attempt was made to open the basket causing the basket wire to bind with the buckled coil causing the clear outer sheath to stretch and stress white. It is unknown if the buckling of the device did not allow enough force to be applied to the tip. It is also unknown why the buckling occurred. Therefore, the most probable root cause is undeterminable. (B)(4).